Event description:
It was reported by service report that the IV poles were not functioning. The user facility was unable to determine if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
The user facility was contacted, and could not provide any details on what specifically malfunctioned on the IV pole. The user facility placed a service parts order and replaced the IV pole prior to evaluation by a stryker technician.